Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85220.

Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 35 mg/dl when the paramedics arrived. Customer stated that his sensor was giving incorrect reading and he was treating according to the sensor. Nothing further was reported.